Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose, with blood glucose of 432 mg/dl at the time of the incident. The customer stated that their infusion set cannula was bent one day after insertion. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. No further details were provided. The infusion set will not be returned for analysis.